Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump was exchanged on (B)(6) 2014. The manufacturer has requested more information from the hospital but none has been provided.

Manufacturer narrative:
The explanted pump was returned assembled with the percutaneous lead (lead) cut approximately 8 from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned. The inlet elbow was returned attached to the pump. The sealed outflow graft and sealed outflow graft bend relief were not returned, however, the bend relief collar was returned and the outflow elbow was returned attached to the pump's outlet port. Examination of the pump prior to and post disassembly did not reveal evidence of adhered depositions or thrombus formations; however, white, tissue-like depositions were found in the inlet tube, inflow knitted graft, and inlet elbow, consistent with a biological lining. The biological lining may have developed at this location due to poor surface washing as a result of a low flow condition; however, a specific cause for a low flow event and a specific time period in which it developed could not be conclusively determined. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities were observed. The returned portion of the lead extending from the pump housing was tested for continuity and all wires were found to be electrically intact. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. This follow-up medwatch report was previously submitted to FDA on 12/12/2014 (3rd ack received) with MFR report # 0002916596-2014-01917 within the required 30 day timeframe. This occurred shortly after implementing emdr reporting. Through communications with cdrh emdr (B)(4), it was discovered that medwatch submissions should not contain leading zeroes before the manufacturer registration number. On 03/09/2015, notification was received via cdrh emdr to resubmit corrected follow-up reports with no zeroes in the MFR#.

Manufacturer narrative:
The pump was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.